Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the inner blade was completely busted inside of the outer blade. Through follow-up request, it was reported that the inner blade was broken and detached from the outer blade during a functional endoscopic surgery (fess) procedure. A new blade was used to complete the procedure. There was no patient impact.